Event description:
It was reported that the ilet displayed alert 38 that persisted despite three restarts, and a replacement was arranged; the patient¿s blood glucose was 300 mg/dl for about an hour, and no backup therapy or ketone testing was used. Symptoms included hyperglycemia without loss of consciousness, dizziness, or diabetic ketoacidosis. Outcomes included no medical intervention, no hospitalization, and continued use of cgm via the dexcom app or receiver. Investigation included customer interview, remote data review when available, and initiation of device replacement and return. Investigation of this device revealed a device alarm malfunction with a suspected pump-related functional issue, and the existing unit will be shut down and returned with data syncing encouraged before return. Investigation included customer service troubleshooting and receipt and inspection of the returned device. Investigation of this device revealed a device motor stall consistent with a drug delivery failure not resolved by priming or rewinding. It was concluded that the device experienced a hardware-related motor stall affecting insulin delivery.

Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of device malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.